Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-501 , lot # idnvd , description: triathlon ps fem component, cemented; cat # 5551-g-299 , lot # ht13 , description: triathlon asymmetric x3 patella; cat # 5520-b-400 , lot # iboka , description: triathlon prim tib baseplate - cemented. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I and (B)(6). Poly swap of the primary ps knee.

Manufacturer narrative:
Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The event was not confirmed. No medical records were made available for review. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. There have been no other events for this lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Not returned to manufacturer.

Event description:
I and d. Poly swap of the primary ps knee.